Event description:
Patient presented with high fever morning after idet procedure. Physician aspirated the disc. Pathology revealed staph epidermidis. MRI revealed decompressed disc (l2/l3) and epidural abcess from l2 to sacrum, white blood cell count of 20,000. Patient went to surgery three days after idet where abcess was cleaned out and fusion hardware on l3-l5 was removed. Patient developed paralytic ileus for three weeks, was in ICU for two weeks and sent home with IV antibiotics. No further complications have been reported.